Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating device data was reviewed at the time of the patient's visit to the emergency room. It was found that the patient had several non sustained ventricular tachycardia events. One event was in the device's programmed ventricular fibrillation zone and it was successfully treated with anti-tachycardia pacing. Treatment was appropriate with device programming, and no reprogramming was done on this occasion. The patient was admitted to the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after passing out. Their heart rate was around 190 beats per minute (bpm) at the hospital, so the patient was given an external shock of 50 joules. The physician planned to speak with a cardiologist. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted over two years later during an upgrade procedure. The device was subsequently returned for analysis.